Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to replace his sticky pump. A new pump was implanted. No patient complications were reported in relation to this event.